Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a separation between the pt line (pigtail) and the luer lock. Customer's blood glucose level was ot impacted as the pump was being used with saline.